Event description:
Pt status post prodisc-c implantation level c6-7 implanted in (B)(6), 2010 returned to surgeon complaining of continued neck pain. Pt was returned to operating room on (B)(6), 2012, hardware was removed and pt was revised with an acdf at c6-7.

Manufacturer narrative:
The raw material and device history records were reviewed and no anomalies were found. The investigation could not be completed, no conclusion could be drawn, as no product was received. Investigation is ongoing.